Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting a rep met with the patient on (B)(6) 2019. It was reported that a fall was reported to the reps. The cause of the return of pain and shocking however, was not clearly known. Impedances were checked and all electrodes did show to be out of range. The patient was being referred to a neurosurgeon for a revision/replacement of the entire system. The return of pain and shocking had not yet been resolved, however the patient had turned their stimulator off and it was noted that when their device was off no shocking was reported. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. It was reported that the patient¿s device as shocking them when the ins was on. It was indicated that the hcp who called in had then put the ER (emergency room) doctor on the phone. The ER doctor described the patient has having a return of pain earlier in the day so they turned stimulation on and then they experienced a shocking sensation and they went to the ER. It was indicated that the shocking sensation was no longer being felt when stimulation was off. The patient/doctor requested that a manufacturer representative (rep) come out for adjustments. The caller was transferred to the national answering services to get in contact with a rep. Due to the patient no longer feeling shocking, it was suggested that the physician have the patient reach out to their managing hcp as soon as possible. It was reported that the event occurred on (B)(6) 2019. An email was also sent out to local reps. A response was received indicating that a rep would contact the patient. No further complications were reported/anticipated.